Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for no delivery alarm was performed. Customer received multiple no delivery alarms. Customer resolved the issue by changing out their complete set and reservoir. Customer declined to return the reservoir or the infusion set.